Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was alarming nonstop and required the removal of batteries while remaining plugged in to silence the alarm. No patient was involved.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and there was disconnect alarm with autofill failure. Ran device for 3 hours. Unable to recreate issue. Unit past all functional and safety test per factory specifications. Return to customer and clear for clinical use.